Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl at time of incident and current blood glucose level was 96 mg/dl. The customer¿s blood glucose level was 200 mg/dl, 170 mg/dl and 98 mg/dl. The customer was treated with needles. The customer does not allege pump was under delivering. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will be returned for analysis.